Event description:
It was reported that large volume pump module had an iui connector that was severely corroded and soiled. The module release catch was stuck in the open position due to the ingress of dirt. It was also noted that the device displayed a preventative maintenance reminder. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.